Manufacturer narrative:
Manufacturers narrative: (B)(4). Type of investigation: (B)(4).

Event description:
Event reported on (B)(6) 2022 from thor study, thoraflex hybrid plexus device implanted on (B)(6) 2019. Endoleak 1b reported. Date of event unknown.

Event description:
This report is being submitted as follow up #1 for mffg report #9612515-2022-00026 to rpovide event closure information for comp (B)(4).

Manufacturer narrative:
Manufacturer narrative : section h6 investigation findings : 213 - no device problem found - no issue has been found upon review of the retained device history records for this device. Investigation conclusion: 4315 - cause not established . 22 - known inherent risk of device - endoleak is anticipated as per protocol. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.